Event description:
Insulation breach/insulation damage ?low impedance (measured 95 ohms) ?replaced with medtronic lead (model: 5076-58 sn: (B)(6)) (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).